Manufacturer narrative:
Concomitant product: 5076-45 lead implanted: (B)(6) 2010. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. One of two setscrew marks on the connector pin were too proximal.

Event description:
It was reported the right ventricular (rv) and superior vena cava (svc) impedance values doubled since device replacement procedure. It was further reported there was an svc lead warning for lead impedance greater than 100 ohms and the rv coild impedance increased from 40-90 ohms. The alarm was reprogrammed. A second impedance alert occurred for rv tip to coil impedance and the rv coil impedance increased to greater than 200 ohms. The lead was capped and replaced and a fracture was confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.